Event description:
It was reported that during a lobectomy procedure, the knife would not return to the home position when the release button was pushed after the first firing. The knife was eventually returned completely when the manual release lever was pulled. Although the staples of the resected side were formed properly, the staples of the patient's side were partially (a middle part of the staple line) unformed. Additional suture was performed with 3-0pds. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.